Event description:
The user facility reported via medwatch #(B)(4) that the door locking mechanism on their amsco 400 sterilizer would not lock or unlock causing loads to be stuck inside or cause loads to not be run. No procedure delays reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found the hinged door plate required replacement. Investigation of the reported event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The steris service technician replaced the hinge door plate, tested the sterilizer, and found the unit to be operational. The sterilizer was returned to service and no additional issues have been reported.